Event description:
A customer contacted baxter's technical service center regarding a separation of the transfer set on homechoice (hc) during dwell 2 of 4. The home patient (hp) stated that his transfer set became disconnected from the patient line during dwell. Hc was still in dwell 2 of 4. No alarms. The technical service representative (tsr) advised hp to put minicap on the transfer set and end the therapy. Hp will perform a manual supply drain in the morning and call his registered nurse (rn) as well. Product surveillance followed up with the peritoneal dialysis (pd) nurse (B)(6) 2010. The nurse reported she was aware of the incident with the transfer set disconnecting from the patient line. The nurse reported she does not believe the disconnection was due to a defect in either the catheter or the transfer set. The nurse stated the patient told her he woke up with the transfer set in his hand and that somehow while sleeping disconnected himself. The nurse reported the patient does take ambien as a sleep aide. The patient was seen the next day ((B)(6) 2010) in the clinic and the transfer set was changed out and the patient was given prophylactic antibiotics. The nurse reported the transfer set was discarded. The lot number was not known. The patient has continued pd therapy using the cycler.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when he attempted, was unable to use the aviva system due to error within specifications. The device error was caused by the customer attempting to use expired strips. A request was made for the return of the system and a replacement was sent.